Event description:
It was reported that a patient underwent a breast reconstruction surgery with implantation of a 380cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient experienced bilateral breast pain and hardening with deformity of the right breast. During a consultation with a medical professional, she was diagnosed with bilateral baker grade IV capsular contracture of the breasts and a deflated right breast implant. As a result, the patient underwent bilateral removal and replacement with 380cc mentor smooth round high profile saline breast implants on (B)(6) 2024. It was not provided which lot number corresponded to which breast. Therefore, files for both devices are being submitted with deflation. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the device. During visual analysis of the returned sample no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation, capsular contracture. Manufacturer¿s reference number: (B)(4).